Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the prograsp forceps instrument wrist would not fully move. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were frayed. The instrument was still able to pitch up and down, but movement was not precise. The drive cable was frayed. The pitch up and down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .182 - .278 in length and not aligned with the tube axis. The scratch and abrasion damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube and pitch cables, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.